Manufacturer narrative:
Blank display due to corroded battery tube. Unable to verify low battery alarm or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump had cracked case at display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading is 295 mg/dl. Customer said the battery dies quickly after changing infusion set. Customer received low battery than the insulin pump went blank. Customer said battery compartment looks corroded. Customer inserted new battery but the display still blank. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction.